Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with broken ear clip, case top slightly dented on front left corner. Event history log review was performed and found evidence of reported problem. Visual inspection, and power up process were performed. Investigation unable to duplicate the reported 'primary audible alarm post' at power up. According to the investigation, no damage found to speaker or interconnect board and connections were secure. Service's replaced the pump speaker as a preventative measure and performed pm and all functional tests which passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited primary audible alarm. No reported patient or clinical injury.